Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that on day two of impella 5.5 support, the staff in the intensive care unit was getting the patient back to bed using a hoyer lift. The impella cord got stuck underneath the leg of the hoyer lift pulling out all the wires from the red port causing the pump to stop abruptly. The impella 5.5 was removed and an intra-aortic balloon pump was placed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: direct aortic insertion: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿. Section: using the automated impella controller with the impella catheter: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure, which triggers the ¿purge pressure high¿ alarm message, could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿. Section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for evaluation. Pump stop: the data logs were reviewed were consistent with an electrical open pump stop with an alarm #119 and sudden drop in pump flow and speed. The cause of the pump stop was due to a user related issue that caused an electrical open pump stop per clinical details and data log analysis. Device history review: the device passed all the post sterile inspection checks.